Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 430 mg/dl at the time of incident and treated through the bolus. Customer feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active. Customer had contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer reported that the insulin exited at the quick release. Customer declined to check their settings and to test insulin pump. The device will not be returned for analysis.